Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that surgeon did not fully cleared the robot arm when going to the next trajectory. The tip of the instrument adapter hit the headframe when the robotic arm was driving to the intermediate position. Collision was immediately detected and the system shut down. Surgeon drove back to the trajectory and robotic arm was aligned with bolt placement, confirming registration was not affected.

Manufacturer narrative:
It was reported that a collision occurred during surgery between the tip of the instrument adapter and the head frame. Following the investigation, the root cause is a user error: the surgeon should have release the vigilance device pedal to avoid the collision.